Event description:
It was reported that during a scheduled device changeout procedure, this lead was an attempted implant. Multiple lead positions were attempted, and during one of the attempts, the lead bent and the helix deformed. This was confirmed via x-ray. The lead was removed and replaced. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Corrected fields: explant date, device code h6. This lead was returned to our post market quality assurance laboratory. Visual inspection noted that the helix was deformed (bent). Analysis determined that the deformed helix may not have been the cause of the placement difficulty at implant; however, the deformed helix indicates that there was some issue with placement during implant. The helix mechanism was in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix problems.

Event description:
It was reported that during a scheduled device changeout procedure, this lead was an attempted implant. Multiple lead positions were attempted, and during one of the attempts, the lead bent and the helix deformed. This was confirmed via x-ray. The lead was removed and replaced. No adverse patient effects were reported. This lead has been received for analysis. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that during a scheduled device changeout procedure, this lead was an attempted implant. Multiple lead positions were attempted, and during one of the attempts, the lead bent and the helix deformed. This was confirmed via x-ray. The lead was removed and replaced. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Corrected fields: explant date, device code h6.

Event description:
It was reported that during a scheduled device changeout procedure, this lead was an attempted implant. Multiple lead positions were attempted, and during one of the attempts, the lead bent and the helix deformed. This was confirmed via x-ray. The lead was removed and replaced. No adverse patient effects were reported. It is expected to receive this lead for analysis.